Manufacturer narrative:
(B)(4). Return requested. Replacement biopsy guide shipped to site 02/20/2015. No parts have been returned to manufacturer for analysis.

Event description:
A site physician reported a biopsy guide that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.